Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected by following the instructions for use which state: gif/cf/pcf-290 series operation manual. 3.3 inspection of the endoscope. 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an unspecified communication error. The event occurred during device inspection for use. There was no patient involvement.